Event description:
It was reported that the burr became stuck in the lesion. A 1.50mm rotapro was selected for a percutaneous coronary intervention (pci) procedure of the left anterior descending artery (lad). The burr became stuck in the middle of the lesion during the third ablation pass at 190,000rpm. It was noted that the burr stalled before it became stuck with the maximum speed reducing 8,000rpm. The physician then removed the burr from the lesion by pulling the entire system back. After it was removed, the procedure was successfully completed by replacing with a non-bsc device. There were no patient complications reported.